Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: damage on circuit board of video plug section and damage on video plug. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject flex video scope device exhibited an image snowflake, image noise occurred, and the image could not be displayed. Additionally, the color tone of the image was not proper. (Image is magenta or green only). There was no patient involvement.